Event description:
A caller reported a malfunction on their insulin pump, which displayed malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.